Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedic medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 2.1.0. Cloud - operating system 26.2. Cloud - hardware iphone17.3. Cloud - cgm sensor type g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the paramedics were called and provided medical attention due to the patient having hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 121 mg/dl while wearing the pod longer than 48 hours on the arm. Symptoms reported include low blood glucose levels, passed out and was unconscious. The patient was treated with dextrose by the paramedics.